Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, during the initial implantation surgery on (B)(6) 2026, the electrode array was fully inserted; however, abnormal positioning was identified, and the electrode appeared to be curled in the opposite direction within the cochlea. After reopening the incision, multiple reinsertion attempts were made, but the positioning remained unchanged, resulting in the decision to explant the device. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.